Event description:
Consumer alleges that the shower chair cracked in half down the middle of the seat while using in the shower. Dealer alleges that the consumer does not exceed the weight capacity. Injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9780 serial number/date code unknown has an unknown age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.